Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they didn't think it was working anymore, they didn't feel the twinge anymore and they were thinking about having it taken out. They said this started a while ago, probably in the last year. They did confirm that their symptoms were still being helped, but said that the reason might be that their body had gotten better, or maybe it was still on. They didn't know but they might just have it taken out. No further complications were reported or anticipated.